Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. Upon review, it was noted that the merlin programmer overestimated the battery longevity. No intervention was reported. Patient will continue to be monitored.